Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced intermittent communication failure when attempting to receive dexcom g7 continuous glucose monitor (cgm) glucose readings on the pump while the sensor was paired concurrently to the dexcom app and a dexcom g7 receiver; the user was advised to pair the sensor with the ilet only and to start a new sensor on the ilet first. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.